Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The caller did not take immediate steps to address the high blood glucose at the time of the call. Technical support provided assistance by giving information on how to reset the pump and helped the caller with the reset process. The malfunction code did not recur after the pump was reset, and the customer was able to resume using the pump and continue insulin delivery.